Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer experienced an elevated blood glucose (bg) level reaching 731 mg/dl and high levels of ketones. The customer went to the emergency room and was subsequently admitted to the hospital and was treated with intravenously fluids of saline and insulin. At the time of the event, the customer sustained kidney and heart injuries. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.